Manufacturer narrative:
No product has been returned for evaluation, x-ray films provided confirm the alleged event. As per reporter, patient had not experienced a fall, and activity levels were normal. The physician will continue following up the patient. A bone quality report was also not provided. "Potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)¿" "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." Devices remain in-situ.

Event description:
On a unknown date in (B)(6) 2020 patient underwent a posterior lumbar interbody fusion procedure from t4-asi levels. The patient was experiencing pain post procedure, and an x ray was taken on (B)(6) 2020, where it was discovered that both screws at s2ai had fractured. The patient initially experienced a pain, however is now asymptomatic. As per reporter, there are no plans for a revision procedure at this time.